Manufacturer narrative:
(B)(4).an authorized third party service engineer replaced the main control printed circuit board (pcb) and returned the ventilator to the customer.

Manufacturer narrative:
Covidien reference number: (B)(4). An authorized third party service engineer evaluated the device and determined the main control printed circuit board was defective.

Event description:
It was reported that during testing a ventilator was rebooting continuously and the external battery was not recognized. There was no patient involvement.